Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The returned product sample consisted of one palindrome 19/36 w/slot catheter. The possible causes were identified. The DHR was reviewed and no deviations related to this failure mode were found. There are no ncrs related to the reported issue. After visual inspection, a hole was found on venous extension. During underwater test (functional test), bubbles were detected coming out from venous extension. This defect has been confirmed. Based on the available information, the probable root cause can be considered as misuse (over bending, excessive force, sharp object, etc.). It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% pressure testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014, that a customer had an issue with a dialysis catheter. The customer states that the transparent silicone extension tube under the outer connector had a little hole, which resulted in blood leakage. Then the catheter was pulled out and replaced with a new one. Patient involved without injury.